Event description:
It was reported that within hours of implant, the device stopped "commanding" suddenly and the impedance values were high. The patient was intubated and taken back into surgery. The leads were checked and no damage could be found. The device was reconnected to the leads and it returned to "command" for a few minutes then lost "command" again even with 7 volts of output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. For use by user facility/importer (devices only). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.